Manufacturer narrative:
(B)(4). A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. DHR review could not be conducted since the lot number provided is not a valid number. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: "connector disconnecting from ett. There was no desat, no patient injury. A new tube was needed."

Manufacturer narrative:
(B)(4). New information received indicates that this was not a reportable event as the issue occurred prior to use, thus, the initial MDR submitted on 07/16/2025 should be retracted. A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. DHR review could not be conducted since the lot number provided is not a valid number. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: "connector disconnecting from ett. There was no desat, no patient injury. A new tube was needed."